Event description:
Consultant reported: during a sternal fracture procedure, the surgeon was going to insert the last screw into the plate; the 3.0 mm ti sternal locking screw dropped and fell through small hole in the sternum. A c-arm was brought in and surgeon could see the screw floating in the body cavity. Surgeon was unable to retrieve the screw, it remains in the pt. Surgeon did insert another screw and completed the procedure.

Manufacturer narrative:
Add'l info has been requested. Screw was dropped, not implanted or explanted. Unable to provide manufacture date as no product was rec'd and no lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd and no lot number was provided. W/o a lot number the device history records review could not be requested.